Event description:
Customer reporting 4 conflicting sars results. Customer states the results were positive on one instrument but negative when run on another instrument. Report 2 of 4.

Manufacturer narrative:
Investigation summary: a review of complaint history did not identify any adverse trends. Root cause: insufficient information. Source: phone.